Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer experienced instrument alarms and intermittent discrepant patient results. One patient recovered an abnormally high creatinine result that prompted customer to repeat the sample. He provided the following discrepant results: initial creatinine result 0.22, repeat 1.74 mg/dl. Initial result was reported and patient report was corrected. Total number of patients involved is unknown, some of the initial results were released. Customer is not aware of any patients treated or adversely affected based on discrepant results reported. He "believes he would have heard something if that were the case". Creatinine reagent lot number not provided. The field service representative determined the sample mechanism was the cause of the discrepancies and he replaced the sample mechanism. He ran precision to verify analyzer operation.